Manufacturer narrative:
H3: there is no lot information available and the specifics of use of the device (what type or size of tube/device was being secured, whether the product was applied per the IFU, etc.) Are unknown. Without additional information, the complaint cannot be confirmed, nor can root cause be positively determined. Based on historical complaint data, a possible root cause is related to new users and device training. As this device is likely being used by end users in a home setting, they may not be following the instructions for use and proper application protocol. A formal investigation was opened to mitigate these types of complaints. (B)(4) was created to include a copy of the quick start guide in the packaging to improve customer experience. Therefore, no further corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reports inadequate adhesion despite shaving prior to application. Reportedly detach during showering causing concern about water exposure and safety.